Event description:
The customer complained that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eci immunodiagnostic system. Patient result: 0.273 ng/ml vs expected result <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es result was reported outside of the laboratory. It is not known if treatment was altered, initiated or stopped based on the reported result. There was no allegation of harm made as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eci immunodiagnostic system. The definitive assignable cause could not be determined; however, the investigation was unable to rule out pre-analytical sample handling, an analyzer malfunction or a reagent issue as possible contributing factors.